Manufacturer narrative:
(B)(4) 2014, a medtronic representative performed a navigation system check-out, hardware and instrument areas passed. Software testing found that while editing the 3d model, the framelink software would freeze; freezing was isolated to one patient's exams. No other exams were affected. Re-loading the software restored normal function. System performed as intended. (B)(4) 2014 - a medtronic representative, following-up, reported inspecting the exam properties further, the computed tomography (CT) used for the procedure was taken in coronal orientation. Also, a non-contiguous slices error message is seen when using this patient exam.

Event description:
A medtronic representative reported that, while in an electrode and probe placement cranial procedure, framelink softwawre exited unexpectedly. This occurred in the select patient/acquire scans task. After the system was re-booted, normal function was restored. The surgeon opted to continue and completed the procedure with the use of the navigation system. There was no impact on patient outcome.